Event description:
Account alleged a bed is having siderail latching issues. It will latch, however, if you barely touch the release arm the rail will unlatch. No injury reported. Put the latch block back in the track to resolve this issue. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.